Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were seen by an orthodontist that found they have a class 2 malocclusion with mild crowding upper, moderate crowding lower. Lower second premolars are displaced lingually due to lack of space for alignment. Recommendation made to cease treatment with byte as patient has stated that no progress has been made with byte aligners. Upper and lower full braces treatment for 24 months recommended, and treatment has started at our office. Recommendation was made because patient's treatment needs regular and direct in-person supervision in the office setting for their treatment to continue and complete in excellent quality care.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.